Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of pump and sensor being stolen. The customer was advised replacement would be sent out. The customer also mentioned hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 600mg/dl.